Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact was unable to see drops from the infusion set tubing after the tubing was filled with 30 units of insulin. There was no impact to customer's blood glucose level. Reportedly, the contact changed the cartridge and infusion set and was able to resume insulin delivery.